Event description:
Reportedly, during pt use, there was a 'low paw' alarm and the ventilator stopped ventilating with a black screen. The ventilator panel buttons were non operative and the alarm stopped when the ventilator was removed from the ac power source. Upon restarting the unit using battery source, the alarm reoccurred with a black screen and a system error message appeared. The pt was transferred to another ventilator as a result of this malfunction. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, add'l pt info was not provided.